Event description:
Patient had a leg spasm and fell from independent lifter while using without assistance, sustaining a leg fracture. According to the patient and onsite investigation, there was no device malfunction.